Event description:
A blood glucose test was performed on a patient and the result was 22mg/dl. A lab was drawn and the result was 60,g/dl and a lab was also drawn with a result of 257mg/dl. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.